Manufacturer narrative:
(B)(4): neither device nor applicable imaging studies were returned to the manufacturer for evaluation.

Event description:
It was reported by the patient's attorney that the patient suffered injuries during a motor vehicle accident. Approximately one year later the patient underwent unspecified medical treatment and sustained unspecified serious, painful, and permanent injuries. It is alleged that medtronic product, along with product from other manufacturers were used during the treatment. No product malfunction was identified.